Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additionally, the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Customer¿s blood glucose level was 477 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.